Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the issue was unknown; it just happened every once in a while. The patient was reprogrammed by a manufacturer representative and they hoped this would help.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome reported maybe there was a loose wire because they had been gradually feeling tingling in their legs for the past two to three months, and also experienced a loss of therapy. This was causing the consumer's leg to jump all over the place. The previous night was the worst for the consumer, and for 1.5 hours it was pure agony. When this would happen they would walk for a little bit and it would help calm down, but the night prior it didn't help. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.